Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer report number: 3006705815-2019-03405. It was reported that one of the patient's leads migrated after suffering a fall. Reprogramming was attempted to no avail. The patient underwent surgical intervention wherein one of the leads was explanted and replaced. It is unknown which lead was replaced, therefore both are being reported.